Event description:
Patient came into hospital for tavr [transcatheter aortic valve replacement] procedure and had a junctional bradycardic rhythm toward the end of the procedure. The ep [electrophysiology] team placed a 5076 temporary lead which improved hemodynamics and the patient transferred to the ICU. 4 hours and 28 minutes later, the team experienced the lead not pacing, an intrinsic rate of only 30 bpm and non-capture of the lead. Placement of lead confirmed and box changed without no capture. Decision made to remove lead and replace with new lead. Conclusion by medical team that lead malfunctioned.